Event description:
It was reported that during an arthroscopic meniscal repair procedure the omnispan meniscal repair 12deg device had both plates deployed at the same time. Another device was used to complete the procedure. There was a 5 minute delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the needle was deformed and the sleeve was broken, however the plates and the suture cannot be observed. Without these components, it is not possible to confirm the reported condition. No other anomalies could be observed on the device. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 12deg would have not contributed to the complained device issue. Based on the investigation findings, it is possible that there was a failure to use a malleable graft retractor to guide the needle during the insertion. As per IFU 109282, 1) use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. Once inside the joint space, remove the malleable graft retractor. Alternatively, an arthroscopic cannula may be utilized. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-109282. Device history lot: pn: 228141. Lot number: 1082tb. There was no non-conformance regarding this lot. Manufacturing date: 29 apr 2025. Expiration date: 31 mar 2028. Device history batch: null. Device history review: pn: 228141. Lot number: 1082tb. There was no non-conformance regarding this lot. Manufacturing date: 29 apr 2025. Expiration date: 31 mar 2028. E1: the reporter¿s complete facility address was not provided.